Manufacturer narrative:
Investigation summary: the customer complaint is for eighteen (18) vials with a cracked cap (post sample collection) from item 491452 lot number 2320324. Material 491452 is produced at the bd mebane, nc facility on a validated automated manufacturing line. The capper section caps the vials to a validated application torque. The capper is validated to inspect for application torque and unseated or missing caps. Vials that fail to meet inspection requirements (i.e., outside of the validated application torque) are rejected automatically after the capper section. To ensure that the capper remains in a validated state, a quarterly preventive maintenance (pm) is established that is used to confirm accuracy of application torque. The pm is performed by using a calibrated torque verifier that is compared against the application torque value. A review of the two (2) pm events that bracketed the production date identified that the results of the verification were acceptable. A total of (B)(4) vials were qc inspected prior to product disposition with a total of (B)(4) defects observed in each lot. An additional 800 vials were leak tested from each lot in a vacuum chamber during in-process testing and passed for leaking or cracked cap defects. The review of the manufacturing DHR for the lot numbers identified that it was complete and accurate with no indication of abnormal activities during manufacturing. The review of the bill of materials (bom) for the lots identified that raw cap material 700030951 lot numbers 2242880 and 2250311 were used during production. All raw cap lots were inspected and passed the acceptance criteria with zero defects identified. A visual retain analysis was performed on one clamshell (25 vials) from item 491452 lot 2320324. No cracked or broken caps were identified during the retain analysis. A sample was not returned. Pictures were provided that show cracked caps at the top of the thread area. The complaint is confirmed. A 12-month complaint review for the defect mode of broken caps was performed and identified previous complaints for the item number but not the lot number. Bd performs regular trending to determine if a corrective and preventative action (CAPA) is required, and as of this time the threshold for a CAPA has not been reached. Bd will continue to monitor and evaluate trends.

Event description:
It was reported when using the bd surepath¿ collection vial, the lids of eighteen (18) vials were cracked causing the samples to leak. The samples did not need to be recollected. There was no health impact or consequences reported.